Event description:
The account generated a nonreactive hcv 2.0 eia result (patient s/co = 0.178, cuttoff = 0.389) on a known positivie patient specimen. The specimen repeated hcv 2.0 eia nonreactive using a different reagent lot. The specimen tested viral load positive of 870,000 (no units of measurement given). In addition, the account tested the specimen using dilutions with nonreactive hcv 2.0 eia results (1:4 = 0.206, 1:8 =0.215, 1:16= 0.260, 1:32=0.214). The patient has a history of testing hcv positive. No additional patient information is available. No impact to patient management was reported.